Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having issues with starting the insulin pump after replacing the batteries. The customer's blood glucose was 242 mg/dl. Troubleshooting was done. Advised customer to inserted a new aaa alkaline battery, and the customer stated that the display on the insulin pump returned. Upon checking the alarm history of the insulin pump, the customer stated that he received a no delivery alarm. Advised customer to monitor the insulin pump. Advised that a replacement battery cap would be sent. Nothing further reported.